Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Batch record review results: lot 0h04059 was manufactured on 09/01/2020 in the ats#2 manufacturing line, with a total of (B)(4) mkus. On 09/sep/2021, a batch record review was performed to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom. The testing results were found satisfactory and the crew requirements and responsibilities, process parameters, tooling¿s, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according the process instruction pi21-130. Therefore, no discrepancy related to this issue were found within the documentation. On 09/sep/2021, a complaint search for lot 0h04059 and malfunction code ost-pmc1.18 / ost-pmc01.18 skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (moldable only) was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed and this case is considered an isolated incident. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: b5: when the initial emdr and follow-up report 01 were submitted no photograph was available at that time. This report is being submitted to inform regarding photographs that have been received from the complainant regarding alleged issue, lot number and the part number. D4: UDI number h6 - imdrf cause investigation code b15 added for photograph h10: as additional information, photo was received for this complaint. Upon visual evaluation of the photo provided, the off center reported by the customer can be confirmed. No samples were received for evaluation. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 4 of 10. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the center barrier opening was off centered in all 10 wafers. He used 5 of the 10 wafers. He experienced a leakage in 3 of the 5 wafers used. He denied skin irritation and any changes in his skin care routine. He would remove the wafer and apply a new one. No photo is available at this time.